Manufacturer narrative:
(B)(4). The device was returned to baxter (B)(4) and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failed accuracy on channel a was confirmed and reproduced by service. This condition was caused by a defective pump head module (phm). The phm was replaced to fix the reported problem. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92.

Event description:
The facility representative contacted a (B)(4) technical service representative to report a colleague infusion pump with failed accuracy on channel a. It is unknown when this event occurred. The facility representative stated that it is unknown if there was a patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.